Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that they had several reservoirs from the same package where they could not remove the plunger from the back. Then air bubbles appeared on the reservoir. Customer's blood glucose level was not reported. The device was not returned.